Event description:
It was reported by service report that the power cord had loose prongs, and intermittent power to the bed. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power cord connector was cut and customer installed a non-stryker connector with loose prongs.